Manufacturer narrative:
Product received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a great test with almost 100% efficacy, but the implant had not demonstrated efficacy. There were no known contributing factors. They patient had done 2 reprogramming sessions and then the system was replaced. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.